Event description:
Neonate had foreign body lodged above pharynx. Neonate had lanynoscope procedure performed for removal of foreign body which was noted to be a clear plastic disc. Upon review, found that disc was circular punchout from nova tenthouse. Follow-up action: all plastic discs removed prior to hood being placed on patient. No instruction sheet for uses supplied by company, no signage on product regarding possible hazard. Patient tolerated procedure well and subsequently discharged home in satisfactory conditondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.